Manufacturer narrative:
Whether there was deviation from IFU in reprocessing steps for the area where foreign material remained or not is unknown. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of white crystallized contamination in the air/water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states the detection method in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the evaluation also found the following: light-cover glasses had fluid evident. The distal end cap and adhesive were worn. The insertion tube protector split. The plug body contact pins were damaged. The scope connector had water leakage and was discolored. Blurred image. The hot and cold tests failed and had a misty image. The up/down brake did not hold. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that white crystallized contamination was observed in the air/water channel. This report is being submitted for the event found during the evaluation. There was no patient involvement.